Event description:
(B)(4) distributor reports via e-mail, the operator found a foreign debris inside the syringe in just after contrast medium was filled and just before injection to the patient. The injection had not been done to the patient. Type of procedure: cardiac catheter test. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.